Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced an error e216 during inspection and preparation for use. There were no reports of patient harm.

Event description:
It was reported that the subject device experienced an error e216 and e226 during set up / inspection for use (before patient in room). There were no reports of patient involvement

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d8, g3, g6, d8, h2, h6, h11 corrected fields: a2 - dob null, a2 - age units (patient), a4 - weight units (patient),a5 - ethnicity, a6 - race, b5, b6 - relevant test/laboratory data, b7 - other relevant history and h6 - health effect - impact code the device was returned to olympus for inspection and the reported failure was confirmed (error 216) but the error 226 was not confirmed in addition, the following reportable malfunction was identified during the device evaluation: broken cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.